Event description:
Additional information received from a manufacturing representative reported the patient's health care provider (hcp) ordered an x-ray to determine if there were any lead fractures.

Event description:
Additional information received from a manufacturing representative reported the patient's implantable neurostimulator (ins) was still taking longer to charge to 50 percent. The ins was taking 2-3 hours to get to 50 percent. The ins was interrogated by a clinician programmer, and the programmer showed the patient got eight coupling bars on average. The clinician programmer also showed the patient was charging 0.3 hours on average. The patient was claiming they were only getting two coupling bars and they did not have their recharger with them to check the recharge statistics. Impedances were checked and were measured to be within normal limits. The ins was programmed to 5.1v, 210 usec, and 85 hz. The patient was convinced there was an issue with the recharger so the damaged recharger antenna was going to be replaced. The manufacturing representative later reported the patient's health care provider (hcp) had not heard any complaints from the patient and everything was working well as far as they knew.

Event description:
A manufacturing representative reported the patient was charging too often since (B)(6) 2015. The patient was now charging every day, when they used to charge every three days. The patient also had trouble with the implantable neurostimulator (ins) turning off on its own. Based on the diary from the clinician programmer, the ins was off for one week in (B)(6). Impedances were measured to be normal. The left chest ins was programmed to 0-, 3+ at 4.8v, 210 usec, and 185 hz with a therapy impedance of 982 ohms. The left abdomen ins was programmed to 0-, 3+ at 5.1v, 210 usec, and 185 hz with a therapy impedance of 1148 ohms. When the manufacturing representative reran group impedances for the left abdomen ins, they got significantly high values of 1773 and 1770 ohms. The recharge interval for the left chest ins was estimated to be 9.16 days and 9.36 days for the left abdomen ins. The patient had not recently been reprogrammed or changed programming. The ins in the patient's chest had not been reprogrammed since it was implanted and the most recent reprogramming for the ins in the abdomen was in (B)(6) 2014. The patient's indication for use is dystonia. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3550-09, lot# n170535, implanted: (B)(6) 2009, product type: accessory. Product ID: 3550-09, lot# n0054064, implanted: (B)(6) 2006, product type: accessory. Product ID: 3387-40, lot# j0454270v, implanted: (B)(6) 2004, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3550-09, lot# n057298, implanted: (B)(6) 2006, product type: accessory. Product ID: 3387-40, lot# j0427905v, implanted: (B)(6) 2004, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
A consumer reported via a manufacturing representative reported that they were charging too often since (B)(6) 2015. The patient was now charging every day, when they used to charge every three days. The patient also had trouble with the implantable neurostimulator (ins) turning off on its own. Based on the diary from the clinician programmer, the ins was off for one week in june, july, and august. Impedances were measured to be normal. The left chest ins was programmed to 0-, 3+ at 4.8v, 210 usec, and 185 hz with a therapy impedance of 982 ohms. The left abdomen ins was programmed to 0-, 3+ at 5.1v, 210 usec, and 185 hz with a therapy impedance of 1148 ohms. When the manufacturing representative reran group impedances for the left abdomen ins, they got significantly high values of 1773 and 1770 ohms. The patient had not recently been reprogrammed or changed programming. The ins in the patient's chest had not been reprogrammed since it was implanted and the most recent reprogramming for the ins in the abdomen was in (B)(6) 2014. The patient's indication for use is dystonia. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.